Event description:
It was reported that the pt underwent an extended perinoorrhapy and a sling procedure on 8/22/2005. Post operatively, the pt experienced urinary retention. The patient had to perform intermittent self-catheterization, and reported that she had to angle the catheter as she felt resistance during insertion. The patient started to void a little on her own. The physician performed a cystoscopy which revealed a urethral erosion with visable tape. The patient is scheduled for an excision of the tape.